Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Additional suspect medical device components involved in the event: model: sc-1160, serial/lot: (B)(4), description: spectra wavewriter ipg kit. Device discarded by facility.

Event description:
A report was received that the patient experienced symptoms of lower extremity paralysis due to a hematoma that developed several hours after an implant procedure. The patient underwent an explant of the entire system to address the hematoma. The patient is doing well postoperatively.